Event description:
Sabratek tubing (for morphine pca) infusion cracked and leaked out solution. Retrieved problem tubing to home pharmacy for inspection. There was a stress fracture at the junction of tubing and plastic cassette.